Manufacturer narrative:
The insulin pump alarmed failed self-test during self test due to faulty radio frequency board. Unable to communicate with glucose meter due to failed self-test alarms. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. The insulin pump was received with slightly loose drive support disk. (B)(4).

Event description:
The customer reported via phone call that they had a failed self-test alarm on the insulin pump. Customer's blood glucose was 85 mg/dl at the time of the call. It was also found the customer has received radio frequency related alarms. Customer agreed to return the insulin pump for analysis.